Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) did not store an onset eletrogram. Pacing was inhibited and a shock was delivered in the absence on a ventricular arrhythmia.